Manufacturer narrative:
Added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and patient age at implant.

Event description:
It was reported that a patient with a 21 mm 3300tfxj aortic valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of eight (8) years, six (6) months due to calcification and pulmonary stenosis. The patient was admitted with heart failure and presented with pulmonary arterial hypertension and severely impaired cardiac function. The tpvr procedure was performed with a 23 mm sapien3 valve successfully. The patient outcome was not provided, but the patient progressed uneventfully. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
Added information to b2, b5, b7, h6.

Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 21mm 3300tfxj aortic valve implanted in the pulmonary position has been evaluated for a valve-in-valve procedure after an implant duration of eight (8) years, four (4) months due to calcification and pulmonary stenosis. The patient was admitted with heart failure and presented with pulmonary arterial hypertension and severely impaired cardiac function. The tpvr procedure with a sapien3 valve (size unknown) will be planned. The date of tpvr procedure is unknown at this time. The device was not returned for evaluation as it remained implanted.